Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (cannot run detect and treat testing) has been confirmed. Upon investigation the monitor was unable to complete incoming functional testing. The cause for failure was due to corrupt programming on the application board. The root cause for the corrupt programming could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.